Event description:
The event involved a 12 in (30 cm) appx 1.6 ml, ext set with 3-gang nanoclave stopcock with nanoclave, spin luer that the 3-way manifold was broken at the stopcock connection (lure lock). Large collection of blood pooled under patient and tricking out of manifold. Clamped and replaced with new 3-way manifold. There were patient involvement and no patient harm and the event occurred during infusion.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.